Manufacturer narrative:
Analysis of the [recharger ], model [97755 ], s/n [(B)(6)], revealed. Analysis found: batteries low replace controller batteries soon message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had been having trouble with error codes rm03 popping up while charging their implanted neurostimulator. Patient said a few weeks ago that happened and they called their medtronic representative who told them to reset the controller and that worked for that time. Patient then said the second time they were charging; the same error came up and they had to take the battery out and put it back in to get it to work again. Patient also said that last night they tried charging and the battery level got down into the red and would only charge 10% before the error would come up so they reset controller and charge another 10% for their implant. Patient said they got up to roughly 50% and then saw a message that said to disconnect and call medtronic. Patient tried resetting controller to see if that would clear the message, but it did not. Patient did not recall the message they saw last night. Patient stated sometimes the controller would display finished at 70% a few times. Patient mentioned that the recharger paddle had been getting hot over time when charging. During the call, patient reset controller, then inspected the recharging antenna cord and said there was electrical tape on the cord where the cord went into the paddle and said it looked worn. Patient attempted to start a recharge session but reported recharger problem. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. When asked for event date, caller stated issue began earlier last month.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Representative stated they do not know this patient and patient's doctor is not in my territory.

Manufacturer narrative:
H6: fdc code updated to d15 continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Product ID 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.